Event description:
A failure code 570. Customer reported there were no pt injuries ore med itnervention associated with this report. Customer did not have info whether incident occurred during pt infusion.